Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, far p wave oversensing was noted on the implantable cardioverter defibrillator and noise on the right atrial lead. The patient presented to clinic on (B)(6) 2018 for follow up. Upon device interrogation, the oversensing events were seen. A chest x-ray was performed and no anomalies were noted. Isometrics were performed and noise could not be reproduced on the lead. The device was reprogrammed to resolve the far p wave overnseing. The lead would be continued to be monitored. The patient was asymptomatic throughout the event.